Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that this patient all of a sudden "started talking out of her head" and was disoriented. On (B)(6) 2013, this patient was in the intensive care unit (ICU) with dilated pupils, tachycardia, slight hypertension and slightly febrile. At that time a computerized tomography (CT) scan revealed the catheter had retracted out of the intrathecal space distal to the catheter anchor. There was inquiry if these symptoms could be associated with withdrawal. On (B)(6) 2013, the pump logs were reviewed. The patient had been intubated in the night. The patient's heart rate had increased in the 170 beats per minute range with unstable vitals and anxiety was present. A spinal tap showed a white blood cell (wbc) count of 5 but no other findings. A slight fever continued and the blood culture was positive as well as a positive "c diff." The system was explanted on (B)(6) 2013 at the request of infectious disease, however, no obvious infection was noted. It was reported that the anchor was still holding the catheter securely but the distal segment had retracted out. No specific cause of the event was determined. The prior culture was contaminant. It was reported that the family had checked the patient's medications and found a variety of pills mixed together. The urinary drug screen (uds) showed positive for opioids but nothing else abnormal. The patient's status as the time of the report was alive, with injury, and intubated in the ICU with medical and surgical intervention required. In addition to the already mentioned symptoms, the patient also had experienced an altered mental status and flu-like symptoms including diarrhea and fever. This device system delivered dilaudid.